Event description:
It was reported that the 9800 system boots up with a collimator iris error, a collimator stuck error and an iris too large error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Removed and replaced the collimator, fluoro functions pcb and high voltage cable assembly. The system was tested and found to be working as intended and placed back into service.